Event description:
The customer reported that the sys intermittently would lock up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable needs to be replaced. It was recommended to the customer that they purchase the part and the ordering part number was provided. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.